Manufacturer narrative:
A visual and functional inspection was performed by a stryker field service technician, after the customer alleged that the device dropped the cot during loading. It was found that there was no defect with the device. No parts were replaced, and the device was returned to service. As a result of this incident, the user had his bicep torn and received surgery.

Event description:
It was reported that the device raised the cot and then dropped it. As a result, the user injured a bicep and had to have surgery.